Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and the device was last titrated on (B)(6) 2025. On (B)(6) 2025, the patient experienced signs of a stroke and went to the emergency room. The patient was concerned that barostim was a contributing factor in the event. An MRI was done and the result was negative for a stroke.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and the device was last titrated on (B)(6) 2025. On (B)(6) 2025, the patient experienced signs of a stroke and went to the emergency room. The patient was concerned that barostim was a contributing factor in the event. An MRI was done but as of on (B)(6) 2025, the result was unknown.